Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the photos provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. All three photos show an endoscopic image, and the band has deployed but the trigger cord is stuck between the band and the esophageal tissue. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl) for esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user installed the device onto endoscope distal end, then released first band successfully, then released second band successfully onto the esophageal varices, but the white trigger cord was released along with second band and captured with second band [subject of report], the endoscope cannot be detached from second band, after a while adjusting the device user still cannot detach endoscope from second band. User then released multiple bands in order to detached endoscope from band. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.